Manufacturer narrative:
The use guide states not to reuse cartridges or use cartridges other than those manufactured by tandem diabetes care, inc. Use of cartridges not manufactured by tandem diabetes care, inc. Or reuse of cartridges may result in over delivery or under delivery of insulin. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an inaccurate fill estimate after filling a used cartridge with 50 units of insulin. Tandem customer technical support (cts) informed the customer that per the user guide, the cartridges are not to be reused. The customer acknowledged the information. Cts assisted the customer with loading the cartridge and an accurate fill estimate was received. The customer's blood glucose (bg) level was 263 mg/dl and a bolus via the pump was delivered to address the bg level.